Event description:
It was reported that the patient had fallen and experienced syncope, and was taken to the hospital by ambulance. The device could not be interrogated and no pacing spikes were found, so external pacing was provided. Later, the device was able to be interrogated, whereupon a battery voltage of 2.05 was noted, which was below eol (end of life), and a por (power on reset) was also noted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.